Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. As the customer changed the cartridge, infusion tubing and site prior to contacting tandem technical support, a system check to determine a possible cause of the occlusion was unable to be performed.

Manufacturer narrative:
The product has not returned for eval. Should new relevant info become available, a supplemental report will be submitted.